Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the seat frame is broken where a screws hole is that the upholstery would attach.